Manufacturer narrative:
Investigation: the complaint was investigated for a temperature error with the z6ms transducer. The transducer was returned, and an investigation was performed. The system error was reproduced during investigation. The cause of the issue was determined to be gastro flex thermistor fault, caused by insufficient reliability; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since march 2017. The transducer returned from the customer site was manufactured prior to the corrective action. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient was under sedation an undergoing a transesophageal echocardiography (tee) procedure. During the tee, the transducer displayed a usacquisitionhw_31 error and an image noise on 2d and in color mode. The user disconnected the transducer from the ultrasound system and then reconnected it without rebooting. The tee was completed without changing any equipment. There was no loss of data and there was no patient adverse event reported. No additional information was provided.